Event description:
A manufacturer representative (rep) reported that when attempting to interrogate an ins for the first time at implant that they were unable to do so. The rep stated that "system error system has encountered an unexpected error please contact technical support" was displayed. The rep was instructed to exit the workflow and attempt to interrogate the ins again. Rep stated they tried again and selected "find previous device" and it displayed the serial number. Rep then selected "connect" and then "validation error system detected invalid data in the device. Therapy data may be cleared". Validation error code 000100bb was observed and then when they exited the workflow (the clinician tablet application session) and re-interrogated the ins, they were getting the system error message again (code unknown). The rep had tried both selecting "continue" and exit workflow" on validation error screen but they were still getting into a loop with the two error messages. The rep had found an ins in the area that a colleague was going to bring so they ultimately implanted a different ins. The rep noted that after the procedure, a colleague tried to interrogate the affected ins with her tablet and received the same error messages and codes but was able to get into the programming screen on the third try. They were ultimately able to interrogate the ins successfully.

Manufacturer narrative:
Continuation of d10: product ID a71200 lot# serial# unknown implanted: explanted: product type software, ubd: unknown, UDI #: unknown h3 device evaluation: analysis of the implantable neurostimulator (ins) found the ins passed all testing in the laboratory with no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.